Manufacturer narrative:
On 22-dec-2025, the product investigation was completed. During an atrial fibrillation ablation procedure with qdot micro catheter, the patient experienced a blood pressure drop and pericardial effusion treated with pericardiocentesis. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31579948l and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation ablation procedure with qdot micro catheter, the patient experienced a blood pressure drop and pericardial effusion treated with pericardiocentesis. It was reported that a pericardial effusion was noticed after some ablation was performed. The physician advanced the ablation catheter into the left atrium without the ablation catheter being connected to the carto mapping system. The physician pulled back the ablation catheter, connected the ablation catheter to the carto 3 system, and performed about 4 ablations using the ablation catheter. The patient's blood pressure dropped, and the pericardial effusion was noticed and confirmed using ice (intracardiac echocardiography). 1100ml of blood was drained from the patient, but the blood kept reaccumulating in the pericardial space. The procedure was aborted and the patient was transported to the or for further treatment. The physician believed that the ablation catheter caused a perforation to the left atrial appendage. During the case the devices used were 10 fr soundstar catheter, vizigo sheath, octaray catheter, decanav catheter, carto 3 system, and ngen generator. The total ablation time was 16 seconds, and all ablations were at 90 watts. 127ml of fluid was used for ablation, the max temperature was 58 degrees celsius, and the max impedance was 129 ohms. The carto 3 system was used for mapping, and the ngen generator was used for ablation. The information received indicated that the location of the perforation was at the tip of the appendage. The outcome of the adverse event was that the patient's condition improved. The patient required extended hospitalization because of recovery from surgery. No sheath or catheter exchanges were noted. One transseptal puncture site was performed during the procedure. Four ablations were performed using radiofrequency (rf) energy within the pulmonary veins, and no ablations were performed outside of those veins. No evidence of steam pop was noted. The flow setting was qdot qmode+ irrigation. The correct catheter settings were selected on the generator. No issues with flow rate change occurred at the start of ablation. No error messages were observed on biosense webster equipment during the procedure, and no irrigation issues noted. The force visualization features used were dashboard, vector and visitag. The visitag module parameters for stability used were 2mm, 25% above 3g, and respiration adjustment. No additional filter was used with visitag. The color options used prospectively was other impedance drop.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).